Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that there were high impedances on the 0 ¿ 7 lead on contacts 1, 4, 5, and 7. The ins was reprogrammed using just the 8 ¿ 15 lead so that the patient would get more paresthesia bilaterally in the legs. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that cause was not determined. The rep discovered the high impedances on (B)(6) 2019. The rep programmed the patient on the unaffected lead. Unknown if the issue has resolved.